Event description:
It was reported that during a lap gastric bypass, the shears active blade broke during case. No patient consequences.

Manufacturer narrative:
The analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remaining piece of the blade was gouged. The device functioned in air while being activated. However, the device did not cut, due to the condition of the blade. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use."